Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, the sphincterotome was broken. It was reported that the wire ruptured. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, the sphincterotome was broken. It was reported that the wire ruptured. There were no patient complications reported as a result of this event. Additional information received on july 9, 2024: the customer reported that the cutting wire was broken, and no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. The anatomy location of the procedure was at the papilla. Note: the complainant reported that the device was energized prior to bowing. However, according to the instructions for use (IFU), precaution: the sphincterotome does not need to be energized prior to performing sphincterotomy. Energizing the cutting wire prior to use will cause premature cutting wire fatigue and will compromise the cutting wires integrity.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. H6: imdrf device code a0401 captures the reportable event of cutting wire break. H11: investigation results: the returned dreamtome rx 44 was analyzed, and a visual and microscopic inspection found that the cutting wire was blackened, kinked and broken from the proximal pierce hole, also, the working length was torn. The guidewire was not returned for analysis. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire break was confirmed. The results of the analysis performed on the returned device found that the cutting wire was broken. According to the information provided by the complainant, the device was energized prior to bowing; however, the IFU cited precaution: the sphincterotome does not need to be energized prior to performing sphincterotomy. Energizing the cutting wire prior to use will cause premature cutting wire fatigue and will compromise the cutting wire's integrity. Additionally, the cutting wire was observed kinked. It is most likely that it got kinked while trying to remove it from the scope. Also, the working length was torn, this problem is typically caused when the user pulls or removes the guidewire through the c-channel, also the technique used during loading or removing the guidewire into the device could cause the catheter gets torn. The investigation findings and all information available concludes the most probable root cause is failure to follow instructions. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The complainant reported that the device was energized prior to bowing. However, according to the instructions for use (IFU), precaution: the sphincterotome does not need to be energized prior to performing sphincterotomy. Energizing the cutting wire prior to use will cause premature cutting wire fatigue and will compromise the cutting wires integrity.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, the sphincterotome was broken. It was reported that the wire ruptured. There were no patient complications reported as a result of this event. Additional information received on july 9, 2024: the customer reported that the cutting wire was broken, and no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. The anatomy location of the procedure was at the papilla. Note: the complainant reported that the device was energized prior to bowing. However, according to the instructions for use (IFU), precaution: the sphincterotome does not need to be energized prior to performing sphincterotomy. Energizing the cutting wire prior to use will cause premature cutting wire fatigue and will compromise the cutting wires integrity.